Manufacturer narrative:
No unexpected scrolling of numbers noted. Intermittent button response on the esc button due to moisture damage on keypad traces noted. Cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that buttons continued to scroll and esc button was not responding. Customer's blood glucose was 273 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.